Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the hospital was satisfied with the answer from boston scientific technical services (ts) and do not consider the situation very urgent. At a follow-up appointment a month later, attempts were made to reproduce the noise, but the noise could not be reproduced. The device was reprogrammed to a longer detection time to accommodate possible short noise episodes. No adverse patient effects were reported.

Event description:
Boston scientific received information that the physician suspects that this right ventricular (rv) lead has fractured. A save to disk was sent to boston scientific technical services (ts) for review. A ts representative reviewed the data and discussed that there was noise oversensing that resulted in asystole for longer than two seconds. However, all other lead measurements have remained stable. The ts representative discussed several methods of troubleshooting to discover the source of the noise. At this time, this lead remains implanted and in service. No adverse patient effects have been reported.